Manufacturer narrative:
The tech found the foot end brake casters not holding most likely due to normal wear and tear. Per the hill-rom service manual, perform annual preventative maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brake are set. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced both foot end casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating two foot end brake casters were not holding. The bed was located at the account in the medsurg. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).